Manufacturer narrative:
The case description states that the bg readings shown on the dexcom and op5 displays are different from finger poke readings. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit logs and phb audit logs showed that the pod on the date of occurrence was paired with a cgm and receiving egvs. The egvs were then successfully transmitted to the controller although there were several readings showing a power aberration indicated by an egv reading of 10. The phb data showed that the system was in manual mode on the date of occurrence, indicating that the egvs transmitted by the cgm were not impacting basal delivery. It could not be conclusively determined if the cgm used on the date of occurrence was correctly reading the user's bgs.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod for an unknown amount of time. The patient reports that the dexcom and the op% controller are giving different blood glucose levels. The patient was treated with IV(intravenous) fluids and insulin. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.